Event description:
It was reported that the system booted up with a generator communication error. The system automatically shuts down when this occurs. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The r3 potentiometer was replaced and adjusted. The system was tested and found to be working as intended and returned to service.